Manufacturer narrative:
E1: patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to visit health care professional on (B)(6) 2025 due to low blood glucose levels. No further information available.